Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing ineffective therapy. Diagnostics revealed that the lead had high impedances. As a result, the lead was explanted and replaced on (B)(6) 2020. Therapy was restored following the procedure.

Manufacturer narrative:
The reported event of high impedance was confirmed. Microscopic inspection of the return lead revealed a kink on the lead body where all internal wires were broken. The cause of the kink is consistent with an overstress condition or sudden event the lead was subjected while in vivo.